Event description:
Patient reported experiencing elevated blood glucose levels since he began using the infusion device. Patient has been using the infusion device for 1 1/2 weeks. Patient stated he took correction via the infusion device and his blood glucose remained elevated. Patient reported on (B)(6) 2011 at 7 am, his blood glucose level was 20.0 mmol/l (360 mg/dl). Patient stated he ate nothing. Patient's normal blood glucose level is 5.0 mmol/l (90 mg/dl). Patient reported he programmed a bolus and saw that the insulin was delivered by the infusion device. Verified infusion set history; everything was correct. Patient stated at 8:46 am, his blood glucose level was 24.8 mmol/l (446 mg/dl), an he administered 10.0 units of insulin via the infusion device. Patient reported at 10:16 am, his blood glucose level was 23.1 mmol/l (416 mg/dl). Patient stated he changed the infusion set and inserted into a new infusion site. Patient reported at 12:25 pm, his blood glucose level was 22.5 mmol/l (405 mg/dl). Patient stated the infusion device is delivering too low amount of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.